Event description:
It was reported that during pretest of foley catheter, it was unable to drain water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest of foley catheter, it was unable to drain water.

Manufacturer narrative:
The reported event was unconfirmed. Four photos were received for evaluation. The first photo showcases the three-way catheter. The second photo zooms into the deflated balloon. The next two photos show the catheter cap with the printed lot number and the tray label. Received 1 all-silicone temp sensing foley catheter. The balloon was inflated with 10ml methylene blue solution, and the catheter rested with no leaks noted. Balloon concentricity was within specification. The syringe was connected, and the balloon passively deflated in 2 minutes and 46 seconds. Reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. A risk review, labeling review and device history review was not required as the the reported event was unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.